Event description:
(B)(4). I was diagnosed with lichen sclerosis, via vulva punch biopsy. This is a chronic condition and will never go away. It is due from my immune system overreacting and hormone levels being out of whack. I will be on a topical steroid for the rest of my life.